Event description:
It was reported that the patient underwent total left hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6), 2012 due to unknown reasons.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.